Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Plots: 13670699, manufacturing date: 8/1/2023, expiration date: 8/1/2026. 13651693, manufacturing date: 7/1/2023, expiration date: 7/1/2026.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, 225 cm where it was reported there was leaking from the filter part of the line. The patient had saline infusing and line was changed. There was patient involvement however, no harm reported.